Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified signs of repeated use (nicked, gouged, scratches) and the device is fracture. Not all the pieces of the device were returned. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during femoral impaction of the femoral component the impactor broke into 2 pieces. Both pieces were retrieved and nothing was left in the patient wound. No additional information.